Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indications for use included spinal pain and chronic low back pain. Medical history and concomitant medications were not reported. On (B)(6) 2015, it was reported that "pump had been removed spinal fluid leak removed." No allegation was made against an implanted device, and no additional information was provided. Additional information regarding pump drug details, concomitant medications, medical history, onset date of spinal fluid leak, clarification of spinal fluid leak (device, patient/therapy, procedure, etc. Issue), symptoms, troubleshooting, actions/interventions, and cause of the spinal fluid leak was requested. If additional information is received, a follow-up report will be sent.